Manufacturer narrative:
Additional information: d3 (manufacturing name, street, manufacturing city), d4 (unique identifier (UDI) #), d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that one suture and one needle were observed in the provided image. The needle was observed to be detached from the suture. Due to the condition of the image the condition of the suture and needle could not be fully evaluated. A sealed sample could be observed in the image provided. The information on the foil pouch matched the reported product information. It was reported that the needle and thread separated. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant medical product: cl-924 polysorb* 0 vio 90cm gs21 x36 (lot#: a4e2186y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open cesarean section procedure, two sutures experienced repeated issues where the needle and thread separated mid-use, resulting in breakage shortly after several stitches. The affected sutures were from the same lot and all incidents occurred within the same case. A new suture was used to resolve the issue. There was no patient injury.